Event description:
It was reported that the patient expired. Review of the merlin.net transmission showed that vt/vf episodes were recorded. The patient was in vt but the rate fell into the monitor zone. After several minutes, the arrhythmia escalated into the vf zone. After several vf intervals, atp therapy was delivered. The atp was unsuccessful and a high voltage shock was delivered. Following the shock, the device declared return to sinus. A vf episode shortly after had been marked non-sustained due to intermittent ventricular undersensing of fine vf, consequently causing any sensed fibrillation waves to fall into a vs interval. The patient did not receive therapy for this episode. The patient expired to due to the arrhythmia.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.